Event description:
It was reported that pump malfunction occurred after customer accidentally walked into pool while still wearing pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.